Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty encountered, the stylet encountered strong friction during insertion and was unable to inserted completely to the tip of the lead during implant. The ipl was removed. No patient complications have been reported as a result of this event.